Event description:
It was reported that the patient experienced an increase in seizures. The relationship to the increase in seizures and vns therapy is unknown. The generator was replaced in 2008. Good faith attempts to obtain additional information from the treating physician have been unsuccessful to date.